Event description:
Customer reportedly obtained a result of 280mg/dl on the aviva system while a professional device produced a result between 75mg/dl and 140mg/dl. An additional comparison reported results of 130mg/dl on the aviva system and 70mg/dl on the professional device with 10 mins. Info provided indicates the customer injected an unk treatment based on the professional device results. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.